Event description:
The manufacturer's representative reported the patient's device system was removed due to infection from the staples. No patient symptoms or outcome were provided. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.